Event description:
A high reading issue was reported with the adc device. The customer reported receiving a hi scan (readings greater than 500 mg/dl), but a few minutes later experienced a loss of consciousness. Paramedics were called and upon their arrival, provided the customer with coca cola for treatment. The customer was transported to the hospital where a sensor scan of 278 mg/dl was compared against a healthcare meter reading of 44 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was administered glucose via IV for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.